Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿diffused swelling, hard nodules in the all areas injected, malar edema,¿ ¿skin laxity," ¿significant swelling," ¿it appears that the overlying skin is quite thin as well in the right malar region," and ¿palpable nodules" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: adverse events: the severity and duration of all isrs reported by > 5% of subjects who completed post-treatment diary forms after initial treatment are summarized in table 1 and table 2, respectively. Subjects reported the severity of their isrs as mild, moderate, or severe. Most of the individual isrs were mild to moderate in severity and lasted less than 1 week after initial treatment, asymmetry correction, and repeat treatment with juvéderm vollure¿ xc; some of the isrs lasted 8-30 days. The most common isrs that lasted for 8-30 days after initial treatment were: firmness (42.6%, 46/108), lumps/bumps (36.0%, 36/100), and discoloration (24.2%, 8/33). For most of the individual isr types, subjects reported significantly fewer severe isrs for juvéderm vollure¿ xc than for the control product. The incidence of isrs reported after the asymmetry correction/repeat treatment was generally lower than that reported after initial treatment (table 3). Juvéderm vollure¿ xc has been marketed outside the us since 2011 as juvéderm volift® with lidocaine. The following aes were received from postmarket surveillance on the use of juvéderm vollure¿ xc outside the united states and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. These aes, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, skin nodule, loss/lack of correction, hematoma, allergic reaction, necrosis, infection, flu-like symptoms, paresthesia, migration of device, abscess, drainage, herpes, malaise, headache, and anxiety. In addition, 1 report of blurry vision after injection in the periorbital area, 1 report of blurry vision after injection in an unspecified area, and 1 report of stroke after injections in an unspecified area with multiple dermal fillers were reported. Instructions for use: the injection technique may vary with regard to the angle and orientation of the bevel, the depth of injection, and the quantity administered. Different techniques such as serial puncture, tunneling, fanning, cross-hatching or a combination has been used to achieve optimal results. Injecting the product too superficially may result in visible lumps and/or discoloration.

Event description:
Healthcare professional reported a patient was concomitantly injected with 1 ml of juvéderm® ultra plus xc in the tear trough and 1 ml of juvéderm vollure¿ xc in the lip area. One month later, the patient received another 2 ml of juvéderm® ultra plus xc in the tear trough and prejowl sulcus. Around 8 months later, the patient presented with diffused swelling and was prescribed antibiotics and steroids. The patient presented to the healthcare professional¿s office with ¿hard nodules¿ in the all areas injected. The healthcare professional commented that the diffused swelling had resolved on an unspecified date. The patient is also experiencing malar edema. The patient was injected with vitrase on 2 occasions. The patient reported improvements at a later unspecified date. The healthcare professional reported symptoms are ongoing with ¿skin laxity in the festoon or malar region of both lower eyelids." The patient experienced ¿significant swelling of [their] lower eyelids and even the marionette line region of [their] cheeks where [they] had had filler injected," ¿relatively localized oval-shaped area of erythema and swelling of the right lower eyelid, and, to a lesser degree, the left eyelid in the malar region," ¿it appears that the overlying skin is quite thin as well in the right malar region," and ¿palpable nodules in the marionette region of both cheeks." Patient continues to have firm nodules in prejowl sulcus area. This is the same event and the same patient reported under MDR ID# 3005113652-2018-01511 (allergan complaint # (B)(4)) and MDR ID# 3005113652-2018-01509 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product injected, juvéderm vollure¿ xc.